Event description:
The user facility reported a 67-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The medical team was having difficulty delivering an impella pump due to the patient's tortuous vasculature. During the attempt the innominate artery was dissected and the vascular surgeon was called. Ultimately, the pump was inserted successfully and the decision was made to repair any dissections upon pump explant.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.